Manufacturer narrative:
Exact date unknown, event occurred in october 2020. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: (B)(4), model: sc-8216-50 serial: (B)(4), batch: 7025411.

Event description:
It was reported that the patient was having nerve pain and was experiencing overstimulation. All device components were explanted and were not returned.